Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.

Event description:
See initial report

Manufacturer narrative:
H.10: the device was tested again before repair and the issue could be reproduced only once. The ribbon cable and the encoder were replaced to solve the problem. The most likely root cause of the reported issue is an intermittent / temporary electrical fault of the above mentioned components.

Manufacturer narrative:
H.10: the involved occluder was taken out of service and shipped back to livanova for further investigation. The clamp was found to be working properly and the claimed issue was not reproduced. However, the ribbon cable and the encoder board will be replaced as potentially involved components. Based on available information, it is reasonable to assume that the reported issue was caused by an intermittent / temporary electrical fault, likely due to: - a faulty connection between the encoder board and the ribbon cable, - a ribbon cable and / or encoder that started malfunctioning, probably due to wear and aging (device manufactured in 2008). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.